Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown; requested but not provided. Implant date: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Implant date: if explanted, give date: not applicable, as there was no indication that the lens was implanted. Serial number: unknown, information was requested but not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. Device evaluated by MFR: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was very hard to turn and the lens looked defective. The surgeon had to use a back-up lens. No further information was provided.